Event description:
It was reported that after a percutaneous transluminal angioplasty of the left superficial femoral artery, arteriotomy closure of the common femoral artery (cfa) was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, only the white part of the suture was present; the blue part of the suture was not present. The device was pulled back until a guide wire could be introduced through the guide wire lumen into the anatomy of the patient. After the proglide device was withdrawn from the patient, it was noticed that the posterior portion of the foot was missing from the device. A non-abbott device was inserted over the guide wire and deployed, but bleeding continued. Manual arterial compression was performed, but it was not possible to achieve hemostasis. The patient was referred to open surgery of the groin to close the puncture site. The surgeon was advised to retrieve the missing posterior portion of the foot, but no further part of the proglide system was found during surgery. Reportedly, although the patient remained in the hospital due to severe comorbidities and ongoing healing of the groin wound, the patient would have stayed in the hospital even if there had been no problem with the proglide device. Additionally, due to the reportedly bad overall state of health of the patient no further procedure is planned to recover the posterior portion of the foot. There was no significant impact to the patient due to a reported clinically significant delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although the reported posterior foot break was confirmed as indicated by the posterior portion of the foot being broken off, the reported needle-to-cuff miss could not be confirmed because the posterior cuff, posterior needle tip, and posterior portion of the foot were not returned. Based on the analysis of the returned device components, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based in the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.